Event description:
It was reported that a clearlink continu-flo solution set had an underinfusion of medication during use with a clearlink continu-flo solution set. This occurred during patient infusion of ketamine using an infusion pump. The reporter stated that the patient was scheduled to receive 1156ml of ketamine for pain relief, but they had only received 169ml during the scheduled timeframe for the infusion. The patient's hospitalization was prolonged by 24 hours to get their full treatment. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection and simulated use testing did not identify any nonconformances. Functional flow testing identified that the device operated within specification. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.